Manufacturer narrative:
During evaluation, the reported issue was confirmed; the device did not allow for angulation in the down direction due to a cut angle wire. Visual examination found the following issues: the label on the video connector was peeled; the video connector case was cracked; the universal cord was discolored; the adhesive on the bending section cover was chipped; and switch button 2 was damaged and no longer water-tight. Visual examination showed the following components were scratched: video connector; video connector case; light guide cover glass; light guide connector; angulation lever; switch button 1; right/left plate; hand grip; control unit; and lock engagement lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the hd endoeye laparo-thoraco videoscope did not allow for angulation. The device was returned to olympus for evaluation. During evaluation, the device relayed no image and a noisy image due to a break in the imaging cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.